Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
Please see the user facility medwatch, # (B)(4).

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patient¿s current condition? Stable and at home. What were the post op symptoms? Abdominal compartment syndrome and peritonitis. Were any diagnostic procedures performed to identify the leak? If, yes what were they? CT scan. If the staples were visible, what did the staple form look like? A hole was found in the center of the staple line. What was the color of the cartridge used? Blue. Was the instrument fired across or near an existing staple line or clip? Yes, it was placed in the same location as the previous firing along the same staple line. How was the staple line irregularity addressed in the initial procedure? There was no irregularity visible to the naked eye. Surgeon made sure mucosa was not "crushed" before firing new stapler.